Event description:
The articles in the journal of thoracic and cardiovascular surgery discussed pts who underwent endovascular repair for an acute traumatic rupture of the thoracic aorta between (B)(6) 1990 to (B)(6) 2011 and were treated with the first generation gore tag thoracic endoprosthesis. On (B)(6) 2005, the pt underwent endovascular repair for an acute traumatic aortic transection of the thoracic aorta, and was implanted with a gore tag thoracic endoprosthesis. Post operative day 20, the pt experienced stent collapse. Lack of wall apposition was observed before the collapse. The stent was successfully re-expanded by deployment of a second stent (medtronic valient device). No complications were observed. The pt tolerated the procedure. Please note that according to the information provided by dr. (B)(6), the device was explanted on (B)(6) 2005, but an explant procedure was not mentioned in the articles. Further information was requested but was not provided to gore.

Manufacturer narrative:
A review of the manufacturing records for the device(s) was not conducted as the device lot numbers were unavailable. The gore tag thoracic endoprosthesis instructions for use (IFU) were modified to include warnings and precautions regarding device compression. The gore tag thoracic endoprosthesis IFU warns that use of the device outside of the sizing guidelines may result in device invagination, compression, and/or infolding. Furthermore, failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt. These modifications were intended to maximize awareness of the importance of following the recommended imaging and sizing guidelines. These types of events will continue to be tracked and trended per quality system requirements. Additionally, the IFU state: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to surgical conversion. Additionally, the IFU state: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to surgical conversion. Additional information along with images of the event were requested but not provided to gore. The lot/serial number was requested but not provided to gore. Gore was unable to determine if this event was previously reported.